Event description:
It was reported by the customer that customer was upset the purewick urine collection system makes a bubbling or gurgling sound it bothers the patient, and patient was never told this would be an issue sent unset email. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per additional information received via phone on 02sept2025, it was reported that customer was upset over her experience with customer service and the ongoing issues with patient's pw unit - states there was a constant gurgling noise and experiencing leakage - tried moving unit to sit lower to see how gravity would help, but mentioned it did not resolve the issue and states urine sits in the tubing and noticed moisture in the pump tubing. Representative offered to troubleshoot and informed the constant gurgling should not be happening but suggested keeping unit lower to have gravity. When troubleshooting patient mentioned there was an extra piece on the lid of kit- representative explained the overflow stop valve and completed 2 troubleshooting. Both did not pass. Replaced kit and requesting biohazard box. Lot #20250004. Used with flex wicks. No additional information provided. Troubleshooting did not resolve issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was inconclusive, due to a lack of information. The device did meet relevant specifications. The product was used for treatment purposes. It is unclear if the product caused the reported failure. Product labeling was reviewed for this investigation, and the labeling is found to be adequate as it states: failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days. Instructions for use was reviewed for this investigation. It was found to be adequate as it states "although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick¿ urine collection system and is not covered under the warranty." As the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. As there are no known relevant retain samples to review, a retain sample analysis is not required. As the lot number is unknown, a DHR is not required. Based on the results of the investigation, no additional action is required at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that customer was upset the purewick urine collection system makes a bubbling or gurgling sound it bothers the patient, and patient was never told this would be an issue sent unset email. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per additional information received via phone on 02sept2025, it was reported that customer was upset over her experience with customer service and the ongoing issues with patient's pw unit - states there was a constant gurgling noise and experiencing leakage - tried moving unit to sit lower to see how gravity would help, but mentioned it did not resolve the issue and states urine sits in the tubing and noticed moisture in the pump tubing. Representative offered to troubleshoot and informed the constant gurgling should not be happening but suggested keeping unit lower to have gravity. When troubleshooting patient mentioned there was an extra piece on the lid of kit- representative explained the overflow stop valve and completed 2 troubleshooting. Both did not pass. Replaced kit and requesting biohazard box. Lot #20250004. Used with flex wicks. No additional information provided. Troubleshooting did not resolve issue. Per customer follow up information received via phone on 02oct2025. It was reported that she received a replacement kit only and did not have the entire device replaced. Customer stated that the biohazard box return kit she received contained paperwork that had the purewick device checked off. Customer was advised to return the kit only. No other issues were reported.